Event description:
It was reported that while the unit was being used in a procedure, the jaws broke off. Further, when the unit was pulled out the pin that holds the grasper together was no longer there. Harm to the patient was reported and a 20 minute delay due to x-rays. The doctor further reported that everything was removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that while the unit was being used in a procedure, the jaws broke off. Further, when the unit was pulled out the pin that holds the grasper together was no longer there. Harm to the patient was reported and a 20 minute delay due to x-rays. The doctor further reported that everything was removed from the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed the pin is missing and was not returned with the unit. Also, the hinges are in tact. The root cause was traced to a missing pin causing the jaws to be non functional. In sum, the product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence.